Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017 16:25:07: erp_rfc_user related (B)(4). Complaints text (B)(6) 2017 16:17:29: erp_rfc_user related (B)(4). Complaints text (B)(6) 2017 16:16:23: ruler1. Initial notes: customer states that 3 of her sons last cannulas bent. She still as one of the sets. Denise, his mother is on the line. They are noticing on the first day. He got a no delivery on one of them but not the others. Explained the no delivery. Declined ts for no delivery. He has been going high because of this. Estimate start date: (B)(6) 2017. His one today bent as well and the other was on tuesday the 31st his bg this first happened was around 400 mg/dl. She says that one day he went over 600 mg/dl. Mmt-386, lot: 5185663. The cannulas are bent like a v. Inquired what led up to the complaint. Customer response: her son has had 3 bent cannulas. Bent cannula troubleshooting per dop114-950. Customer reports the infusion set cannula is: bent. Site location: abdomen inquired if customer stands upright when inserting infusion set. Found: he sites for insertion while leaning back. Inquired if customer has sufficient sub-q tissue where set is inserted. Found: yes, but he has lost weight. Set insertion method used: serter used, mmt-395. Inquired if customer experienced any issues with serter during use. Found: no serter issues. Inquired if customer has issues with scarred tissue, hardened tissue or stretch marks. Found: no site issues. They had the doctor check. When bent cannula occurred: first day of use. Length of time infusion set has been in use: 1 day. Inquired if customer had any issues with tape not adhering. Found: no tape issues. His current weight (B)(6) lb. Advised that since he lost weight they may want to consider a shorter cannula length. Adv an inf with a longer cannula may bend against muscle on lean customers. Adv if the needle is removed when the inf is not flush with the skin you can lose rigidity and support for the cannula. Adv if the set is inserted in areas where clothing might cause irritation (beltline, etc.) This may lead to bent cannulas. Adv if the set is inserted into the 2-inch area around the belly button region it may result in bent cannulas. Reviewed recommended insertion technique as per IFU. Adv to change the infusion set. Adv customer to return the infusion set to medtronic if possible. Explained return policy. Customer indicated they understood the return policy. Explained replacement policy for sets. Explained that the shipment will be delayed due to stock. Customer's outcome pertaining to the complaint: sending replacement t pack and the are returning one of the sets. Advised to monitor the current set and change if need be. Advise to call back if the current set is bent as well. Additional notes: she requested a smaller cannula on the set replacement. Ship: 1 mmt-387t / return: 1 mmt-386.